Event description:
Resident admitted to facility (B)(6) 2008 at 1330. A pad alarm was placed in wheelchair and on bed at 1630 after a fall when resident tried to get out of wheelchair. No injuries incurred. At 10:45 pm resident again tried to get out of wheelchair in her room. Alarm was in place and on in chair. Alarm did not sound. Fall resulted in a fractured hip. Alarm did not sound. Fall resulted in a fractured hip. Resident transported via ambulance to hospital. ((B)(6)). MFR - 1929691-2008-00002.